Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 patient programmer (ptm) (serial number (B)(6) revealed broken stim buttons. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported the controller unit is not working, the screen is blank since two nights ago when they were trying to adjust the stimulation. Patient services (ps) assisted patient with resetting the controller and the battery pack did not power on. Patient stated they are at work and did not have the ac power cord with them. Patient stated they already reset the controller and plug controller into the outlet but they will try that again. Ps asked patient if they have aa batteries and patient place aa batteries in the controller, controller 100% and ins 60% charged. Ps reviewed the lith battery will need to charge up. Pt called back, stating that the screen came back on with aa batteries but not with battery pack in. The patient took battery pack out and plug in ac power cord in and screen came on. Patient put battery pack back in, but screen was still off. They plugged in ac power cord and screen came back on. They said ins is at 50 percent but controller is not taking a charge, and green light is not blinking. They unplugged power cord and screen immediately went blank. They do hear rattling inside the controller and says port of controller "looks really clean" and not damaged.